Event description:
It was reported that this patient with a pacemaker system was using the bathroom and then stood up using the walker then passed out. The patient then presented to the emergency room (ER) due to syncope. An electrocardiogram was performed, and the patient had asystole. Technical services reviewed device data and found there was oversensing and right ventricular (rv) loss of capture. It was noted that lead trends show a slight increase in pacing impedances in both the right atrial (ra) and right ventricular (rv) leads. Both leads are non-boston scientific products. Additionally, it was noted that the patient has chronic atrial fibrillation (af) and there was intermittent undersensing. Subsequently, the device was explanted and replaced, and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a pacemaker system was using the bathroom and then stood up using the walker then passed out. The patient then presented to the emergency room (ER) due to syncope. An electrocardiogram was performed, and the patient had asystole. Technical services reviewed device data and found there was oversensing and right ventricular (rv) loss of capture. It was noted that lead trends show a slight increase in pacing impedances in both the right atrial (ra) and right ventricular (rv) leads. Both leads are non-boston scientific products. Additionally, it was noted that the patient has chronic atrial fibrillation (af) and there was intermittent undersensing. Subsequently, the device was explanted and replaced, and the rv lead was surgically abandoned. No additional adverse patient effects were reported.